Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had appropriately sensed a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode and delivered appropriate therapy with some intermittent t-wave oversensing (twos). The physician elected to just monitor the lead with no intervention for the twos. The lead remains in use. No patient complications have been reported as a result of this event.